Event description:
There doesn't seem to be enough material to fit around my teeth, and the hard plastic came off the bottom.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem no injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.